Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of "alarm f-50" was confirmed. Quality engineering determined that the cause was due to a defective cpu board, which was replaced to resolve the issue. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility reported a floguard pump with an "alarm f-50". The process step and department for this event is unknown. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation or if any additional information is received, a follow-up will be submitted. Additional information: a service history review revealed no previous service events were related to the reported condition.